Event description:
It was reported that during a treatment procedure to implant a greenfield vena cava filter, the filter prematurely deployed. The filter partially deployed prior to the target site. A second filter was not placed as the physician felt that the pt was provided adequate protection against future embolic events with the initial filter. The procedure was successfully completed. The pt is reported as 'fine' following the procedure; no injuries or complications were reported.